Event description:
It was reported that the right atrial lead exhibited low impedance and intermittent noise. The noise caused inappropriate auto mode switch episodes. The physician elected to cap and replace the lead. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.